Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that it never worked since it was implanted. They decided to have the stimulator removed in (B)(6) 2024. They were never informed beforehand that this was implanted in a bone. During the removal, it broke off in my bone. The dr. Said they could get them a back surgeon to get it out because the doctor ¿dug around in there for an hour couldn't get it out¿. That caused them a great deal of pain in the left side of their groin until just recently. This had been a mess not to mention the stress it has caused them.